Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main printed circuit board. The main pcb was replaced and the operational verification procedure and user verification test was run and the unit was placed back into service. The suspect faulty main printed circuit board was returned to carefusion for further analysis where the reported failure of there being a transducer fault in the error log was reproduced and isolated to a faulty transducer working intermittently. This will be internally investigated within carefusion.

Event description:
The customer stated that this unit is alarming vent inop, motor fault, and the error log is showing a transducer fault. There is no information if there was patient involvement at the time of the event, it is currently unknown.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported issue and isolate it to a transducer intermittently working.